Manufacturer narrative:
The device was not returned to olympus for evaluation. However, a technician was on site and troubleshooting had been performed, the housing has been opened/closed, the connection socket has been replaced, a general device cleaning, functional test and electrical safety test has been performed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for use, a b30(scope communication error) displayed during the connection of a evis exera iii xenon light source with various 190 series endoscopes. The cleaning of the otcs was unsuccessful. There were no reports of patient harm associated with this event.

Event description:
Additional information was received from the customer stating that it was possible to switch immediately to a backup device in order to continue the examination. There was no patient harm in this case.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon was resolved by replacing the socket, but the detailed cause was not described. It was likely that the socket was affected by corrosion on the electrical contacts. The device has been repaired by a technician. Troubleshooting has been performed, the housing has been opened/closed, the connection socket has been replaced, a general device cleaning, functional test and electrical safety test has been performed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.